Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000106004.

Event description:
It was reported, the ipg was unable to enter MRI mode. A lead diagnosis was performed and revealed high impedances across one lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted to address the issue. It is undetermined which lead had high impedances.

Manufacturer narrative:
A patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. It was determined the patient's leads read high impedances. As a result, the physician explanted the lead to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.